Manufacturer narrative:
The customer declined troubleshooting for the low blood glucose. The customer state that she has had low blood glucose for the last month because she is not eating enough and the medication that she is taking is causing her to have low blood glucose, to blackout and become lethargic. The insulin pump remains in use.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on (B)(6) 2017 with a blood glucose level of 55 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.